Manufacturer narrative:
Results: gas delivery system.

Event description:
The customer reported the ventilator was alarming due to a low leak occurrence. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers field service engineer was able to duplicate the reported problem. A low leak occurrence may pose a co2 rebreathing risk to the patient with ventilation continuing if possible. Upon evaluation, the service engineer reported no occlusion in the exhalation port. The service engineer replaced the gas delivery system to address the finding. Performance verification testing was completed and passed to specifications.